Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which abbott did not manufacture or import. The report comes from dr (B)(6) at (B)(6) concerning a baylis needle manufactured by baylis medical. Please see event description below for more details: during the procedure, while mapping in the left atrium, a posterior left atrial pericardial effusion was noted. Protamine was given and an echocardiogram was performed. It was found that patient had this as a baseline effusion since 2017. Two difficult transseptal puncture attempts with a the baylis needle were conducted and believed to have caused any additional effusion past the baseline one present since 2017. The patient stable throughout and no pericardiocentesis was needed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).